Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that they went to the doctor every three months and the doctor withdraws the morphine that was left in the pump and there is quite a bit. The patient stated that they thought it was more than the doctor expects. When asked for event date, the patient stated that it 'quite a while ago, over a year ago. ' the agent reviewed considerations and redirected the patient to their healthcare provider.